Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the solution bag tubing luer disconnected from the cassette tubing luer, which is a known cause of this alarm. The supply bag was hung from an IV pole contrary to baxter recommendation of lying the supply bags flat on the table. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four during peritoneal dialysis therapy. During troubleshooting, it was determined that the luer connect on the supply bag disconnected from the patient line of the homechoice cassette. The supply bag was hanging from an IV pole instead of per baxter recommendation of bags lying flat on the table. The technical services representative assisted the patient with removing the cassette and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.